Event description:
It was reported by our (B)(6) affiliate that during a transfemoral tavr procedure, a left ventricular outflow tract (lvot) rupture was observed. A 26mm sapien xt valve was implanted. Shortly thereafter, the patient¿s blood pressure (bp) gradually decreased. The patient was monitored and a gradual increase of pericardial effusion was observed and the patient¿s bp was in the 40¿s mmhg. While performing cardiac massage, cardiopulmonary bypass was initiated and the patient was converted to open heart surgery. It was discovered that the myocardium was ruptured vertically on the left ventricular side of the implanted sapien xt valve, below the right coronary cusp. The sapien xt valve was explanted and replaced with a 19mm edwards surgical valve. On post operative day 15, the patient passed away due to re-rupture. The patient¿s annulus was moderately calcified; dimensional measurements of the native annulus were not provided.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be determined; however, patient factors (moderately calcified native annulus) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.